Manufacturer narrative:
Insulin pump error alarm found in the insulin pump history followed by pump error alarm problem isolated to the electronic stacks.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.